Event description:
The customer reported multiple cables drop out during use. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: five cables with two different lot numbers were returned and evaluated. However, it could not be determined which lot numbers were involved in the reported event. All passed visual inspection but failed continuity testing due to an open in cable on the white conductor, along the length of the cable. All the cables did not pass functional testing and provided an audible and visual alarm on the lab monitor.

Event description:
The customer reported multiple cables drop out during use. No consequences or impact to patient were reported.